Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. Patient claims sometimes the signals lasted over 2 hours. Dexcom has issued an rga for patient to return her device to be investigated.